Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened pouches and a picture. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. All closed units have been opened and the sutures have been extracted from the packs to check the surface of the thread. No defects have been found in any of the sutures. The thread surface on the closed samples received is correct and the usual one. However, the picture attached in the cc notification shows one sample with the thread surface damaged before use. This defect could have been caused by the automatic winding machine during the manufacturing process. Taking into account that no other customer complaints have been received and the threads of the closed samples received are not damaged, it is considered that this is an isolated unit, but the rests of units of the affected batch are correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account the picture received, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. The thread frayed before use.